Event description:
It was reported that the transducers are getting wet during hemodialysis treatment. Upon follow up, it was reported that a transmembrane pressure (tmp) alarm occurs during the treatment. The treatment is stopped and the transducer is exchanged for a different one. The patient¿s treatment is then resumed on the same machine with same set up. There is no patient blood loss, serious injury, adverse event, or medical intervention due to the event. There is no sample available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.